Manufacturer narrative:
The device and a photograph were received for evaluation. The returned photograph was reviewed, and it was noted that the product was wet (after priming). A visual inspection on the actual sample was performed, and it was noted that there was a loose hair in the header cap. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter (pm) was observed inside the cap of a polyflux 14l. The pm was further described as ¿hair like¿. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.